Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: 30 ml luer-lock syringe. Reference 301229. Batch 2512059. It was reported that "the tip is soiled with a brown deposit (see attached photos) noted on 19/05/26 upon opening the packaging." Sample and packaging retained. The device has not been used. Is there a risk in using syringes from this batch?